Event description:
The customer claims that the alarm tone is intermittent when the hook & loop strap is detached. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit alarm tone is intermittent; the black and green wires are both broken. (B) (4).